Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During production the cover integrity as well as the connection between the stent cover and the stent is controlled (100 percent control). Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
A pk papyrus covered stent system was selected for treatment. The device had passed through an existing stent towards a second lesion but was unable to cross the very calcified and tortuous artery. During withdrawal of the pk papyrus the treating physician observed that the polyurethane coating was pulled off from the stent at the level of the co-pilot tuohy burst adapter, outside the patient. The tuohy burst adapter was exchanged and the procedure continued with no harm to the patient. The physician mentioned that occasionally some tuohy burst adapters despite being loosened feel tight, as was the case here.